Manufacturer narrative:
Please disregard initial MDR as complaint was initiated in error. Complaint information is n/a. Claim #: (B)(4).

Manufacturer narrative:
A4-a6:unk; h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens with a diopter of -8.0 was implanted as a replacement into the patient's eye. The excessive vault is observed.